Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer reported that insulin pump was not switch on anymore with a fresh battery. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked / broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test due to display anomaly.